Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the device was in good condition. After functional and visual inspection was able to confirm the reported problem. It was determined that the wrong back label was attached by the manufacturer. The back label was exchanged. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device ordered had serial number(B)(6). But the product received had serial number(B)(6). The serial numbers were registered as (B)(6) in installbase however. There was no patient involvement.